Event description:
It was reported that in dialysis after 3 months of use, a crack in the luer connector of the catheter placed in the patient's jugular vein was found. As a result, a new kit was opened and used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.

Manufacturer narrative:
(B)(4).